Manufacturer narrative:
(B)(4).the insulin pump was monitored in a 50c oven for several days, and no blank display was noted. The insulin pump was received with normal operating currents; however, the insulin pump was received with a corroded battery tube, bleeding lcd glass, cracked display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump had a blank display and would not turn on. The customer's mother stated that the device did not start with a battery replacement, but there were 2 black spots on the display even with the device being off. The blood glucose reading was unknown. Upon troubleshooting, the display did not return. Advised replacement of the insulin pump. Nothing further reported.